Manufacturer narrative:
(B)(4). Product analysis observations:: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat scoliosis. It was reported that the t2 set screw would not engage with the hook. The set screw was removed and replaced. No patient complications were reported.